Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump failed occlusion during testing. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "high pressure" message. Functional testing duplicated the reported issue. The investigation determined that fluid ingression on the downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.